Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(is) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Visual examination revealed cosmetic non-conformances; burrs, nicks, nd dings on drill end and along cutting edges of drill. Damage to cutting edges are indicative of numerous uses or reamer contacted a harder object other .than bone. Possible corrosion appears at the drive end; this may be the result of 2 metals rubbing repeatedly together or result of repeated use into handpiece. There are also rub marks along large diameter of the part. Based on DHR review, evaluation and unknown root cause this complaint is indeterminate.

Event description:
It was reported prior to a proximal femur fracture case, rust was noted on all three instruments. This report is for the cannulated drill bit. This is 3 of 3 reports for the same event; complaint # (B)(4).